Event description:
A patient reported that she developed nodules above her upper lip. She was injected with radiesse around her upper lip in 2005. When this event was reported to bioform, the patient elected to not have surgery to remove the nodules. Because the patient opted to not have surgery at the time this event was reported, an MDR was not filed. The patient was injected by a surgeon in another country, who the patient did not name. We could not determine the product lot number.